Manufacturer narrative:
510k: this report is for an unknown spine insertion instrument/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes distributor. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, the lumbar prodisc l trial was old and did not work the way it should. The connection between the holding handle and the lumbar prodisc l m6 10 trial was damaged. The handle was impossible to take off as the extremity was damaged. The reason was the device was greater than twenty years with one thousand cases and four thousand sterilizations. It was unknown when the issue occurred. There was no patient involvement. This report is for an unknown spine insertion instrument. This is report 1 of 1 for (B)(4).